Event description:
Reporter alleged the info meter had a melted and burned pin. No adverse event reported. Reporter is from the MFR's evaluations dept and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspected device was returned and replacement product was sent.